Manufacturer narrative:
(B)(4). The sample was discarded by the customer, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor bladder ruptured after filling. An unknown drug was being filled manually with a syringe. There was no patient involvement. Additional information was requested and is not available.